Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the needle tube was bent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by a component failure of the needle tube. The bent needle tube got caught on the edge of the scope, etc., and could not be retracted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the aspiration needle distal end would not retract into the sheath and would eventually exit together with the scope. The issue occurred during a therapeutic particle radiation therapy procedure. According to the customer, the hospital's own disposal plan was to use scissors to fracture the distal end of the 19g needle, withdraw the consumable from the scope, and end the surgery early. There were no reports of patient harm.